Event description:
It was reported that approximately one year after implantation of a vena cava filter during the scheduled retrieval, a detached filter limb was discovered in the ivc wall. The filter and the detached limb were successfully removed with a snare device. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned; however, a photograph of the explanted filter was provided for review. Based upon the photograph provided, the complaint investigation is confirmed for a filter arm detachment (w/shoulder anchor). Based upon the available information, the definitive root cause for this event is unknown.